Event description:
It was reported that during a synovectomy procedure using the microblater 30 with integrated cable, the tip of the wand broke off while inside the wrist joint. The procedure had to be converted to a mini open, but after 2 1/2 hrs the surgeon was still unable to retrieve the broken tip. The broken piece will remain in the pt until such time it may present issues or pain for the pt. The pt was treated with antibiotics post operatively and no further complications have been reported.